Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient required a washout of a revised knee. Poly insert was explanted in order to make irrigation of the joint easier. Replacement insert was implanted. Update 16/july/2019: as reported in how was issue noticed "patient sought treatment for pain and swelling". As reported in adverse consequences details: "patient required I & d".